Manufacturer narrative:
The ventilator was investigated on site and the issue was resolved by the service technician but no parts where replaced or returned for further investigation. No device logs were provided for evaluation. Since no parts or device logs were received for investigation the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).